Event description:
A stellarex device was used in a clinical study to treat the target lesion of the left proximal sfa. During the procedure, the patient developed a diffuse embolization at the level of the contralateral side, which resulted in an atypical amputation of the right lower leg (non-target limb). The physician indicated that this is highly probable related to the procedure and not related to the device. Per clinical evaluation, the stellarex device was never in the access artery. The concomitant devices that have contact with the access artery are the introducer needle, guide wire, and access sheath. The stellarex device follows the guide wire and through the sheath and would only come in contact with the treated target lesion (left sfa). This adverse event is being submitted conservatively because the patient experienced a diffuse embolization, resulting in amputation of the non-target limb. There was no alleged malfunction of the stellarex device.

Manufacturer narrative:
The patient's date of birth is unknown. This information was not available from the facility. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Report source: foreign- (B)(6)/ study name: illumenate global- patient ID (B)(6). During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was performed. Although the cause of the embolization and amputation are highly related to the procedure and unrelated to the study device, both are listed in the IFU as a potential complications/ adverse events.